Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a vibration issue with the pump. The audio tone reportedly was functioning as expected. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: on investigation, the pump powered on with continuous vibration. The pump was opened for investigation and revealed moisture on the vibration driver component. On examination, the battery compartment was noted to be cracked. Investigation confirmed the complaint.